Event description:
It was reported that during an arthroscopy the tip of the device broke off. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 20-feb-2023: further information was received with the device. The tip is broken off at the hip.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual evaluation found that the aspirating probe electrode face and ceramic end were broken off and not returned. The most likely cause is attributed to an impact with another device or hard surface during use, characterizing misuse due to user error. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy the tip of the device broke off. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.